Event description:
The customer reported that the system displayed poor image quality. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found the system had a defective power supply. He replaced the ii power supply and the image quality is now improved. The system operates as intended.